Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place and device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated that insulin pump had dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.